Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported guide detachment was confirmed. The reported difficult to insert could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a thrombectomy procedure. Reportedly, there was resistance inserting the device in the anatomy. The distal guide separated and was floating in the vein. Retrograde contralateral side was done in the left common femoral vein and the separated piece was snared and successfully removed. As a result the pre-close technique was aborted; however, procedure was completed. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.